Event description:
It was reported patient underwent vanguard total knee arthroplasty in 2009. Subsequently, patient was revised on (B)(6) 2012, due to tissues in the knee being loose and improper fit. Vanguard ps+ bearing was removed and was replaced with a thicker vanguard ps+ bearing.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states,"loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date - unknown.